Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, ultima activator ii reusable drive mech retractor jammed when the staff tried to expand the chest and was very difficult to crank open and close. The device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Trackwise number # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage with no evidence of blood were observed. No visual defects were observed. A mechanical evaluation was conducted. The drive handle was cranked in both counterclockwise and clockwise directions. It was observed that there was no difficulty cranking or retracting the drive handle. The drive handle was removed from the activator drive mechanism. It was observed that there was no difficulty in removing the drive handle. Based on the condition of the device and the results of the investigation, the reported complaint was not confirmed for the failure mode "mechanical issue." This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during a coronary artery bypass procedure, ultima activator ii reusable drive mech retractor jammed when the staff tried to expand the chest and was very difficult to crank open and close. The device was used to complete the procedure. The hospital did not report any patient effects.